Event description:
The customer reported that the system had an intermittent loss of the live image. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video adaptor board was reseated during the service call. The system was tested and found to be working as intended and put back into service.